Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, upon inspection of the lock out feature of the instrument, the handle was noted to be broken off. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.